Event description:
It was reported that the patient presented in-clinic for follow-up. Noise was noted on the lead on both the atrial and ventricular channels. Insulation abrasion was found via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.